Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented to the hospital. Upon device interrogation, the right ventricular lead exhibited over-sensed noise and high thresholds. The patient presented in clinic for follow up. Upon isometric exercises, noise could not be reproduced. High voltage therapies were turned on and the patient will further be monitored. After contacting technical services, far r-wave oversensing was noted on the implantable cardioverter defibrillator. Additional re-programming was performed. The patient condition was stable.